Event description:
It was reported that the ilet pump screen was cracked and the user could not unlock the pump, with the user unsure how the damage occurred. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a fracture-related problem affecting the device cover consistent with a component failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Investigation description. Display damage due to impact.